Manufacturer narrative:
Other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2014 product type lead product ID 977a290 serial# (B)(4) implanted: (B)(6) 2014 product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The failed back surgery syndrome patient reported through a manufacturer representative that they experienced a sudden loss of stimulation and a return of pain. Impedance testing was performed using electrode 0 as a reference electrode and found electrodes 2, 7, and 9-15 all had impedances >10000 ohms. It was noted the patient¿s therapy settings at that time were bipolar stimulation 3+, 4-, 11-, and 12+. The patient¿s physician indicated the issue severity level was ¿severe¿ and that the cause of the issue was that a ¿connection failure between the implantable neurostimulator (ins) andlead occurred, rather than fracture.¿ x-ray imaging was performed, but was unable to confirm if a connection failure between the ins and lead had occurred. Fluoroscopy imaging was performed on (B)(6) 2017 to check the connection between the ins and lead and found ¿no particular issues with the connection condition of the lead.¿ the patient had neither fallen nor hit the ins site against anything at the time of report. The patient¿s stimulation was adjusted and the ¿stimulation was reproduced to the pain point using the usable lead and was finished.¿ it was determined that a wait and see with approach would be taken with the patient¿s adjusted setting. There were no surgical interventions performed and it was unknown whether any were planned at the time of initial report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.